Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. It was reported the cannula was possibly not inserted correctly into the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria.

Event description:
It was reported by the patient's legal guardian (lg) that the patient's blood glucose levels rose to 430 mg/dl while wearing the pod between 37 and 48 hours. The pod was leaking insulin as the pod cannula was not properly inserted into the infusion site (abdomen). The pod adhesive reportedly was not sticking well to the skin due to the insulin that leaked. As treatment, a new pod was applied.